Event description:
It was reported that during a da vinci-assisted surgical procedure that surgeon side console (ssc) 1 lost control of the instrument in universal surgical manipulator (usm) 3 while instructing on how to give and take instrument control with ssc 2. One of the master tool manipulators (mtm) reportedly retracted. The intuitive tech support engineer (tse) checked the error logs, which were clean. The tse checked the event logs and found that usms 1 and 3 were being controlled by ssc2, and usm4 was being controlled by ssc1. There were no instruments installed in usms 3 and 4. The tse asked the customer if they could re-install the instrument in usm3 to try to control that usm. The customer advised that they were at a part of the procedure where they needed to take those instruments out and would call back when they needed to re-install the instrument. The procedure was completing as planned, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon's head was inside of the viewer when the mtm retracted, and the arms were inside of the patient when the retraction occurred.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) discussed the potential issue with robotics coordinator who suspected user issue. The user would attempt to use the console with the simulator and see if the fault still occurred. The customer had already been informed that a courtesy visit will be provided should the issue persists. There was no further feedback from the customer. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.